Event description:
The reporter stated that meter to lab comparison tests were done. Both tests were from a venous draw. The meter reading was 433 mg/dl, and the lab test result was 309 mg/dl. The reporter did not have any symptoms. During troubleshooting, two control tests were high, out of range, 156 and 158 (96-145); the reporter's control solution was expired. The reporter has been cleaning meter with alcohol. On follow-up, the lifescan representative reviewed coding, cleaning, strip storage, use of control solution and sample application.